Manufacturer narrative:
(B)(4). D10 - concomitant devices: unknown femoral component, catalog #: ni, lot #: ni, unknown tibial tray, catalog #: ni, lot #: ni, unknown articular surface, catalog #: ni, lot #: ni. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address femoral stem implant fracture post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under manufacturing report number (B)(4).

Event description:
No further event information available at the time of this report.